Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 485mg/dl, and she was treated with the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the caller to run the fixed prime test and the insulin did exit. It was stated that the customer did not have a tubing clamp available. Advised the caller that the customer needs to call back when she has an infusion set available, but the customer requested having the insulin pump replaced. No further information was provided.